Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, while attempting to implant intraocular lens (iol) do not descend, being trapped preventing their implantation. It is replaced with another unspecified backup iol of the same characteristics so that surgery can be completed without events or complications· additional information has been received and it states that there was a failure in the device (pre-loaded automated system) related to the gas.